Manufacturer narrative:
A device history record (DHR) review was conducted. According to the DHR reviews, one lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The DHR review does not point to a root cause because the lot was reprocessed and the product released met the manufacturer¿s acceptance criteria. One lot was reprocessed for an anomaly that did not contribute to the customer complaint. No additional anomalies were found during the DHR review. No additional investigation is required based on device history review. A complaint history examination indicates that this is the twenty-second complaint received against the components of the reported final lot. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the valved trocars leaked during a vitreoretinal procedure. The procedure was completed without consequences to the patient. Additional information has been requested. The customer did not retain a product sample for evaluation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).